Event description:
The customer reported that he was experiencing high blood glucose, despite increasing bolus amount, changing infusion set and diet. The customer stated the insulin pump did not have cracks and insulin was exiting, but his doctor recommended that the insulin pump be replaced and had no other suggestions. The customer's blood glucose was 432 mg/dl, which was treated with a bolus from the insulin pump. Her symptoms were nausea, dry mouth and thirst. The customer's back-up plan was injection. Troubleshooting was performed. The drive support cap appeared normal. No air was found in the tubing. The customer did not have a tubing clamp with which to continue troubleshooting. The customer stated the insulin was clear, and the infusion set cannula was not bent or occluded, nor was the insertion site sore. She was advised to change the entire set, reservoir and insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).